Event description:
Pt in or for lumbar laminectomy with spinal decompression. During the procedure, the anne anesthesia infuser pump administered 10cc of tracium IV at one time. Pt required post op. Ventilation with t-piece.